Event description:
It was reported the patient broke a lead in 2009 and had components replaced in 2010. Refer to MFR report # 3007566237-2014-00002.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 7428, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# b0336060k, implanted: (B)(6) 2005, product type: lead. Product ID 3387-28, lot# b0335608k, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information reported the "patient had fallen and possibly hit her head" and that this "may have led to the fractured left lead" that was observed via x-ray on (B)(6) 2010. Impedance testing was also performed at this time and found impedances "greater than 4000 ohms on the left lead." The patient's "got a new left deep brain stimulation (dbs) lead" on (B)(6) 2010 as a result of the event. The patient's implantable neurostimulator (ins) was notably also replaced at that time as it was found to have been "nearing end of life (eol)." The patient was observed recently at the time of follow-up and was found to be "doing fine with no issues." Additional information clarified the ins the lead was attached to, was the ins this report covers. All further information regarding manufacturer report #3007566237-2014-00002 will be reported as part of this report.